Event description:
It was reported that the user experienced episodes of low blood glucose while using the ilet, including a recent event after a meal announcement during which the pump delivered correction boluses and the user¿s glucose rapidly declined to 40 mg/dl, triggering a low-glucose alert; the user subsequently disconnected the pump and reverted to multiple daily injections and was referred to clinical support for further assessment. Symptoms included hypoglycemia with loss of consciousness. Outcomes included treatment with glucagon and oral glucose and temporary discontinuation of pump therapy. Investigation included troubleshooting and education with assignment for additional training and referral to clinical support to determine whether a reset or setting adjustments were needed. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device component failure was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.